Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire:runthrough, sion blue; guide cath:taiga 8f ebu3.5. Evaluation summary: evaluation of the returned balloon catheter found blood visible on the balloon and in the guide wire lumen, indicating that the device was advanced over a guide wire and into the patient. There was also blood and visible on the shaft, in the inflation lumen and in the loosely-folded balloon, which is consistent with an attempt to inflate the balloon and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter when fluid leaked out of a pinhole in the balloon above the distal marker band. The balloon did not exhibit any visible traces of mechanical damage (scratches). Scanning electron microscopy (sem) analysis confirmed a longitudinal leak located along a fold/crease in the balloon and determined that the balloon failure may be attributed to mechanical damage to the outer surface. The distal balloon marker and inner member also exhibited a ridge in the material. In this case, there was no report of any leaks noted during preparation for use, which may indicate that the pinhole was not present prior to the procedure. However, it is possible that the balloon and marker were damaged/pinched during manufacturing such that upon inflation attempt, the balloon pinhole occurred as a result of the damage, though this cannot be confirmed. The analysis also noted a kink in the distal shaft and multiple bends throughout the entire length of the hypotube. However, since this damage was not originally reported, the kinks in the shaft were likely due to further handling during or after the procedure, as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported complaint. Balloon material ruptures may be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Based on the information provided, the lesion was mildly tortuous, mildly calcified and 90% stenosed, which may have contributed to the reported difficulty. A definitive cause for the reported balloon rupture along the fold could not be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database was performed and there have been no other incidents reported for a balloon rupture from this lot.

Event description:
It was reported that the target lesion was in the left circumflex and was mildly tortuous, midly calcified and 90% stenosed. Predilatation was being perfomed with the 2.25 x 15 mm trek, but the balloon would not inflate properly. The pressure was increased; however, the balloon would still not inflate and a hole was noted in the balloon. A 2.25 x 15 mm non-abbott balloon catheter was used to complete the procedure. No patient effects were reported. No additional information was provided.